Event description:
The ge oec 9900 fluoroscopy sys had the interconnect damaged. Interconnect plug was pulled apart.

Manufacturer narrative:
A ge oec svc rep investigated the issue and repaired the damaged interconnect cable to restore function. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.